Event description:
The reporter called and alleged discrepant results on the device when compared to a lab for a study over an unknown time frame. The reported device results/lab inr reported were 7.6/5.02, 6.7/4.84, 1.4/1.92 and 2.1/1.57. The reporter declined product replacement.